Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had large air bubbles. The customer's blood glucose was unknown at the time of incident. The customer also stated that they did not rewind the insulin pump with the reservoir in place. The customer stated that the insulin was stored at room temperature. The customer stated that the air bubbles did not persist after infusion set change. The reservoir will not be returned for analysis.